Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the displacement test due to blank display. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into pool water. Customer reported that as a result, display screen went blank and there was fluid under display screen. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.